Manufacturer narrative:
Batch review performed on 14 january 2022. Lot 2104804: (B)(4) items manufactured and released on 01-jul-2021. Expiration date: 2026-jun-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.